Event description:
The patient developed fever and bacteremia that required hospitalization, IV antibiotics and discontinuation of the PICC. Dose, frequency and route used: 10ml gd PICC line 042. Therapy dates: (B)(6) 2013.